Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an inaccurate delivery issue. The patient has experienced "higher bgs than usual" allegedly due to a possible inaccurate delivery issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal delivery was on (B)(6) 2013, 6:35pm; information from the reported event date of (B)(6) 2013 was overwritten in the black box. The total daily doses added up and were equal to the basal rate target. The pump powered on and the piston was unable to recognize the cartridge upon the first load step. Further testing to adequately investigate reported inaccurate delivery was prohibited and product analysis was unable to take the force sensor calibration reading. The pump was opened and the force sensor resistance reading was observed to be high at 300k ohms. Contamination was observed to the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.